Event description:
It was reported that pump screen was frozen and would not respond to touch, so customer was unable to interact with pump despite touchscreen not being cracked or shattered. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, caller chose to reset pump, and call later disconnected with a voicemail left by technical support, and no additional information was received regarding the outcome of the event.